Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow properly between a clear link continu flo set and a catheter IV. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation along with a non-baxter small gauge catheter. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by spiking the device into an in-house solution bag and repriming. The device was then connected to the returned catheter, and again checked for flow. The device was found to prime and flow normally during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.